Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. Customer stated that pump went out in the middle of the night display. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Troubleshooting was assisted for blank display, insert battery alarm displayed on the pump screen. Customer stated the contacts on the battery cap are neither missing nor damaged. Sending replacement cap. The insulin pump will not be returned back for analysis.